Event description:
While treating a pt with the model 3100a, the user reported a "pop corn" smell and that the displayed delta-p pressure was much lower than it should be based on the setting of the power knob. The pt was removed then treated with another 3100a without compromise.